Event description:
Severely ruptured allergan silicone implant causing pain. Took years of tests and dr visits to reveal the severe rupture that was causing so much pain. Explanted enbloc in 2017. Felt relief almost immediately. The ruptured left implant was protruding into my left armpit and chest.